Manufacturer narrative:
The reported event was ¿tricuspid valve leaking due to rv lead.¿ as received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for valvular regurgitation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.